Event description:
A caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to plug the wall adapter into a functioning outlet and wait at least 30 consecutive minutes to see if the pump would begin charging, with plans to follow up subsequently. Upon follow-up contact confirmed using different supplies resolved the issue. Charging supplies used to resolve the issue are non-tandem wall adapter and non-tandem charging cable. Pump began charging. Cts to send replacement tandem charging cable and tandem wall adapter via two-day shipping. No further assistance required.